Event description:
Customer states that readings in the high range of 200-500 mg/dl are discrepant compared to the laboratory readings (for example, lab is 250 mg/dl and ibgstar meter 450 mg/dl).

Manufacturer narrative:
The meter involved with this complaint has not been returned for eval by agamatrix, inc. If agamatrix receives additional info regarding this complaint, a follow up report will be submitted.